Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no lot-specific product quality issue from this lot. Based on all available information, the reported single leaflet device attachment (slda) was due to challenging patient anatomy. Additionally, poor visualization issue was due to the combination of challenging patient anatomy and procedural condition. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed for single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. There were some visualization issues related to the patient anatomy. One ntr clip was implanted without issue. A second ntr clip was advanced and it seemed that the clip may have went under the chords; however, the clip was able to grasp both leaflets. It was thought that both leaflets were grasped, and the clip was deployed. There seemed to be an issue with the anterior leaflet, and it was noted that a single leaflet device attachment (slda) occurred, with the clip detaching from the anterior leaflet. The clip remained attached to the posterior leaflet and anterior chords. As the mr was reduced to grade 2, no additional intervention performed to treat the slda. There was no clinically significant delay in the procedure. No additional information was provided.